Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 460cc saline breast prosthesis, cat. #3503460, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision procedure with mentor smooth round high profile 460cc saline breast prostheses. Patient developed capsular contracture (baker grade IV) in both breasts. The patient reported that the capsule was very stiff and calcified, and that she felt pain in her breasts. In addition, patient was diagnosed with autoimmune condition and reported weight gain, dizziness, headache, inflammation, and thyroid issues in 2015. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 04/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).